Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to recognize the ac power source was due to physical damage on the ac inlet plug port of the chassis assembly. The device chassis assembly was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize an ac power source when plugged in. The device was not in use when the fault occurred; therefore, there was no patient involvement.